Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04432 / 04433).

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to infection. The femoral component and bearing were removed and replaced.